Event description:
It was reported that a new ilet user repeatedly used the fill tubing feature while connected to the infusion set and tubing, resulting in unintended insulin delivery, and also misannounced meals under the assumption that meal entries followed a fixed rule rather than individual needs. Symptoms included risk of hypoglycemia due to inadvertent insulin dosing, though no clinical effects were reported. Outcomes included user education, advice to disconnect from the ilet for two hours after any outside insulin exposure, and referral for additional training. Investigation included technical support troubleshooting and education. Investigation of this case revealed user technique error related to filling tubing while connected and incorrect meal announcement behavior. It was concluded that the device functioned as designed and that user error contributed to the reported issues.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.